Event description:
It was reported that the user received an alarm indicating no insulin delivery for six hours, and review indicated the ilet suspended insulin due to prolonged low blood glucose at 51 mg/dl; the agent provided troubleshooting and education on treating hypoglycemia. Customer care provided support that included case triage and user education on low glucose management. Investigation of this case revealed that insulin suspension was consistent with device safety behavior during prolonged low glucose, with no device malfunction identified. No clinical symptoms associated with hypoglycemia reported. Outcomes included no hospitalization or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.